Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the event occurred during preparation/before use with the patient. There was no kink or damage to the catheter or guidewire. Continuous flush was maintained through the guide catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an apollo catheter tip that detached prematurely. The patient was undergoing a procedure for liquid embolization treatment of an arteriovenous malformation (avm) via left posterior communicating (pcomm) artery access. Vessel tortuosity was moderate. It was reported that the apollo catheter and all accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per IFU. When the catheter inserted the guidewire in the apollo catheter, the apollo catheter tip detached. It was noted there was no friction or difficulty. The event did not occur during onyx injection. The catheter tip was not stuck or entrapped. No force was applied during removal. No vasospasm was noted. The apollo catheter was removed and a different model of catheter was used to complete the procedure. There was no harm or injury to the patient.

Manufacturer narrative:
H3. Product analysis: the apollo micro catheter was returned for analysis within the outer carton; inside a biohazard plastic bag and a shipping box. There was no guidewire returned with the micro catheter. The apollo usable length was measured to be ~165.5cm (specifications: 165.0cm ± 2.5cm). The 1.5cm detachable tip was found to be detached and returned with the apollo micro catheter. Upon visual inspection, no irregularities were found with the apollo hub. No bends or kinks were found with the apollo catheter body. No damage was found with the detachable tip. The ldpe coupling tube overlap length was measured to be ~1.55mm which is within specification (specifications: 1.0mm - 2.5mm). No other anomalies were observed. The non-medtronic guidewire appeared to be compatible for use with the apollo micro catheter as it has a labeled outer diameter (od) of 0.008¿. The catheter was flushed with water and found to be patent. Based on the device analysis and reported information, the apollo micro catheter was confirmed to have ¿tip premature detachment¿ as the distal detachable tip was found to be detached from the catheter. However, the root cause could not be determined. Tip premature detachment can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. There was no non-conformance to specifications identified that led to the reported issue. Since the guidewire was not returned; any contribution of the guidewire to the reported issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.